Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not progressing with the device. A CT scan showed the electrode to be extra cochlear. Re-insertion is considered.

Manufacturer narrative:
Based on the received information, it seems that the reported lack of hearing and facial nerve stimulation was caused by a post-operative migration of the active electrode array out of the cochlea. A full insertion was achieved at the initial implantation. A surgery to re-insert the electrode is considered but no date has been provided yet.

Event description:
The user is not progressing with the device, also facial stimulation has been reported. A CT scan showed about 7 channels of the electrode to be extra cochlear. According to information from implant registration a full insertion was achieved at initial implantation. Re-insertion is considered but no date has been scheduled yet.

Manufacturer narrative:
As per new information received the electrode was re-inserted. In situ measurements during re-insertion surgery show two channels with hi impedance due to undetermined reasons. The device remains implanted and in use. This is a final report.

Event description:
The user is not progressing with the device, also facial stimulation has been reported. A CT scan showed about 7 channels of the electrode to be extra cochlear. According to information from implant registration a full insertion was achieved at initial implantation. The same device electrode was reinserted.